Event description:
It was reported that the patient received a shock for t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5524m45 lead, implanted: (B)(6) 2003. (B)(4).